Event description:
(B)(4). Initial and additional info received from a consumer on (B)(6) 2009: a (B)(6) male received 4 syringes of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] on (B)(6) 2009 for facial wasting (does not have human immunodeficiency virus) and developed one big nodule in his cheek six weeks afterwards that was not biopsied. On (B)(6) 2009, he received 5 syringes of injectable poly-l-lactic acid (lot #, exp. Date unk). He reported that the poly-l-lactic acid was reconstituted with lidocaine although, he did not specify during which injection session or if both. Corrective treatment included one cortisone injection but he said that it made the nodule even bigger. Medical history reported as weight loss due to hypothyroidism, (B)(6) and an allergy to opiates. Concomitant medications included clonazepam (klonopin) for anxiety. No further relevant info reported. Additional info for sculptra (lot # and exp date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because, no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.

Manufacturer narrative:
Additional implanted date: (B)(6) 2009.